Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the ligasure clamp was connected to the generator and it was activated only by moving the clamp without activating the trigger. There was no patient injury.